Manufacturer narrative:
Product analysis the device was returned with the thumbswitch in the ¿on¿ position,and with the cutter positioned in the distal end of the cutter window, an attempt was made to advance the thumbswitch but the thumbswitch and cutter would not move. The housing was then removed, and a visual inspection found the that the cutter was detached from the driveshaft, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of plaque in the distal left superficial femoral artery (80% stenosis, 100 mm lesion length, 4 mm artery diameter) in a patient, the atherectomy th plus 6f device experienced a mechanical jam and the cutter driver/thumbswitch stopped functioning while in use in the patient. The cutter was positioned inside the housing and no deformation was noted. The device was safely removed from the patient, and the procedure was completed using a new atherectomy th plus 6f device. No patient complications have been reported as a result of this event. When the device was returned for evaluation it was noted that the device was detached